Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/14/2013 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the ok and contrast keypad buttons were intermittently unresponsive. There was evidence of keypad contamination found under the ok, up arrow, contrast button key contacts. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal. Evaluation revealed a crack along the battery compartment extending from the threads to finger pad.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad buttons required hard presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.